Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged past 5% despite the attempt of multiple usb cables, wall adapters and power sources. There was no patient involvement, as the pump was not being used on the patient at the time of the event.